Event description:
Patient reported that all of the buttons on the infusion device are non- functional. Patient stated there are no health problems. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).